Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Customer alleges that the legs on her bedside commode are uneven and this causes the commode to wobble. Customer states she has fallen off of the commode before. Customer states she fell off of the commode one time and hit her head. Customer stated she did not seek medical attention when this occurred. Customer also states that at one point since she has had the chair, her seat cracked and she has to get the seat and lid replaced. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model 9630, serial number/date code is unknown. The owner's manual part number 1148075 rev. B (jul-08) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The female consumer's age is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.